Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. Insulin pump passed self test and alarm error test. No unexpected alarm error alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Traces of corrosion were noted at electronic and motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were in a river and the insulin pump was exposed to fluid. Customer stated that moisture was also noticeable in the screen and the insulin pump was alarming error. Customer also stated that the numbers on the insulin pump were scrolling and the customer received a battery out limit alarm. No further information reported.